Event description:
It was reported that the patient had syncopal episodes. Patient was prescribed a holter monitor which revealed the patients bi-v implantable cardioverter defibrillator (ICD) had brief periods of v pacing below the programmed lower rate. P waves march out regular, but only every-other p wave has a v pace. Oversensing of the t wave post pace was also observed with the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 419478, lead; implant: (B)(6) 2006. (B)(4).